Event description:
Been feeling terrible, hair loss, headaches, fatigue, blisters on palms of hands, soles of feet, forgetfulness, irritability, constipation, peeling a lot, insomnia, hot flashes, having heavy periods, lasting 3 weeks, finally had ablation, hurt stomach, kidneys, like having been punched, coughing, irritability, vision loss, hurt in chest, and more.